Event description:
A vaxcel pasv PICC had been therapeutically placed in a pt sometimes subsequent to the implant of the device is was found to be difficult to flush. The device was removed and a hole was observed to be distal to the suture wing and located 4cm's from the suture wing. There was no indication from the complainant of how long the device had been implanted in the pt. Another device was successfully implanted in the pt and the complainant reported that there were no adverse affects on the pt as a result of the reported malfunction.